Event description:
It was reported that a novum iq large volume pump was supposed to infuse in 4 hours and infused in 3 hours for a magnesium sulfate infusion. The pump indicated that 33. 5 ml remained to be infused at a rate of 29. 5 ml/h, but the bag was empty (total quantity of the mini bag was 108 ml). This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A flow accuracy test was performed, and the results passed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.